Event description:
It was reported on (B)(6) 2023 by the physician that the patient had a bleed post-operation on the same day of the litt procedure. The bleed was coded as urgent as it was classified as a hematoma. The physician was uncertain on how the bleed occured, however, they speculated that it may potentially be caused by the biopsy performed prior to the litt procedure. As a result, the physician performed surgery on the patient to remove the tissue around the ablation and the patient was treated post operatively afterwards.

Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.